Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Event month and day unknown. Only year (2017) is known.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the surgeon fired the stapler and noticed the device cut tissue but the staples did not form correctly leaving a portion of the stomach open. He then opened another stapler with a blue load and stapled around the open stomach to close it off and complete the sleeve construction of the stomach. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Device evaluation: the analysis found that one plee60a device was returned with no apparent damage and with one gst60b cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.